Event description:
It was reported, the colonovideoscope manual cleaning step was not followed correctly. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. The device was evaluated by an endoscopy support specialist who spent time observing facility practices and scope care and handling. This included monitoring the entire scope handling cycle, from the removal of the scope from the storage cabinet to transportation, the procedure, and reprocessing. During the evaluation, it was noted that manual cleaning steps outlined in the instructions for use (IFU) were not being followed. Based on the results of the investigation the root cause could not be identified; however, it is likely that there was a difference in recognition on device handling or reprocessing steps between olympus recommendation and the user facility. Olympus expert staff has already conducted training on proper reprocessing for the user facility. The following is included in the instructions for use: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor field performance for this device.